Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it had been completed.

Event description:
Patient was revised to address pain in the groin region. Additional surgery after initial implantation was done to remove suspected bursitis. Light staining of the soft tissue was noted upon entry into the hip. The cup was removed easily with an explant system. Cup showed no signs on osseointegration. Cup was revised to a pinnacle/poly construct.